Event description:
It was reported that immediately after implant, a loss of capture and low pacing lead impedance were observed. When the pocket was reopened, it was observed that the lv ring is-1 pin was fully back in the header. The case was clinically resolved by tightening the setscrew.

Manufacturer narrative:
Na